Event description:
As reported, during a procedure while fixating the mesh, the capsure device did not deploy the fastener at the first attempt and in second attempt two fasteners deployed at the same time therefore the use of the device was stopped. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device deployed two fasteners at the same time. The subject device is being returned however, it has yet to be received for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once during fixation. The device functioned as intended during functional and simulated use testing, deploying the remaining 13 fasteners with no issues. No manufacturing anomalies found. Updated fields. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the capsure device deployed two fasteners at the same time. The subject device is being returned however, it has yet to be received for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure while fixating the mesh, the capsure device did not deploy the fastener at the first attempt and in second attempt two fasteners deployed at the same time therefore the use of the device was stopped. There was no patient injury.